Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the login issue. The technical support specialist provided workaround to the customer. Serial number, UDI and manufacturer date were kept blank and requested technical support specialist for the affected device serial number, since the mentioned asset info was a server. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system bio med needs a password to service the pyxis machine. The customer stated that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.